Manufacturer narrative:
. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a left heart cath, they inflated the band and pulled the sheath, removed the syringe and then the band immediately deflated. The device was not manipulated in any way. The product was stored in a cabinet in the cath lath. The balloons were able to inflate. The procedure was completed by manual compression, there was no patient harm, and the blood loss was less than 250cc. The patient was fine and still received same day discharge. No other devices were used at access site.